Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) ranged from 33-451 mg/dl. The customer was not monitoring the bg appropriately. Basal rate was decreased and a sugar drink was consumed to treat bg.